Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user needed to press the wake button with force multiple times before the pump screen turned on. Reportedly, one side of the button was up and the other side was down. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.